Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
The report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when out investigation is complete.

Manufacturer narrative:
These devices are used for treatment. Review of first revision surgery notes confirm that pt underwent a previous polyethylene component swap due to limited range of motion of the knee. A 10mm polyethylene trial was placed and gave the knee full extension. Good stability was noted of the knee and the trial was found to fit quite well. Review of second revision surgery notes confirm that the pt underwent another revision left total knee arthroplasty with synovectomy due to suspected loosening. Pre-operative notes before the second revision surgery reports that x-ray examination suggested loosening. It was reported in the x-ray dated (B)(6) 2013 that no fracture or dislocation and no peri-hardware lucencies were identified. It was reported int he second revision surgery notes that osteotomes were placed underneath the femoral component which showed areas of lucency. The nexgen cr, ps cra lps and lock knee package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the info provided.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Manufacturer narrative:
A review of the discharge summary stated the pt was revised for aseptic loosening of the femoral component. No operative notes from the revision surgery were provided. Zimmer package insert states loosening of the prosthetic knee components as a potential adverse effect of the surgical procedure. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. A definitive root cause remains undetermined with the info provided.